Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the stylet could not advance into the right atrial (ra) lead. The ra lead was not utilized. The physician proceeded with an alternative ra lead and successfully completed the procedure, leaving the patient in a stable condition.